Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8107464. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on the evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima ii units.

Event description:
It was reported that prior to use it was noticed that the tubing was damaged with a bd intima-ii y 18gax1.16in prn ec slm npvc. The following information was provided by the initial reporter, translated from chinese to english: noticed tubing damaged after unwrapped the ea package defected product didn¿t used.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was noticed that the tubing was damaged with a bd intima-ii y 18gax1.16in prn ec slm npvc. The following information was provided by the initial reporter, translated from (B)(6) to english: noticed tubing damaged after unwrapped the ea package defected product didn¿t used.